Manufacturer narrative:
The ipg was replaced due to needing a battery change. Visual inspection of the ipg did not identify any anomalies that would contribute to any issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. Event date is an estimation.

Event description:
It was reported that the patient had an ipg replacement on (B)(6) 2019 for an unknown reason. Patient had therapy post-operatively.